Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, both nozzle units were detected as faulty and were replaced to resolve the problem. The issue was decided to be reported as the faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
D1: brand name: previous brand name: servo-s; corrected brand name: servo-s base unit. D4: version or model #: previous version or model #: servo-s; corrected version or model #: 6640440. D4: unique identifier (UDI)#: previous unique identifier (UDI)#: missing; corrected unique identifier (UDI)#: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).